Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarm was noted. Unable to verify the battery out limit or low battery alarms due to the button/keypad anomaly. The pump was received with a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, a cracked belt clip slot, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and cannot be used at all. Customer does not recall any significant events leading to the error, but indicated that the battery would sometimes get low. Customer's blood glucose was unknown at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis.